Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient unable to deflate had his ambicor penile prosthesis (app) removed. It was explained that the patient was unable to deflate his app for 4 weeks. The app was explanted and an inflatable penile prosthesis (ipp) cx consisting of a 18cmx12mm cylinders, pump and 100 ml reservoir were implanted. No complications were reported in relation of this replacement surgery. The ipp appeared to cycle properly after the implant. Should additional information be received a supplemental report will be submitted.